Event description:
It was reported that the customer experienced a malfunction with the pump, which was identified by the malfunction code malf 12. There was no reported impact on the customer¿s blood glucose level. The customer, assisted by technical support, reset the pump as advised, and the malfunction did not recur. The customer was instructed to contact support again if the issue reappears and agreed to do so.